Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. Visual inspection performed on site by a company representative on the date of event indicated that nothing seemed visually bent or damaged. Representative guessed that one of the two gutters or the adaptor maybe got slightly bent during manufacturing, transportation, or during on-site storage. However as the part was not returned to manufacturing site for evaluation the root cause for the event can not be determined. A new adaptor has been installed at the customer location, since then there was no further similar complaint received.

Event description:
It was reported that during a user training it was noticed that the leksell frame was not fully locked inside the frame adaptor, even though the locking screws and jaws were tightened.

Manufacturer narrative:
The device rosa one bs16007 is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. The device bs16007 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a user training, it was noticed that the leksell frame was not fully locked inside the frame adaptor, even though the locking screws and jaws were tightened.